Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient was having issues with her voice following vns implantation surgery. The patient was referred to an ent for evaluation. Follow up revealed that the patient was diagnosed with vocal cord paralysis that was attributed to the vns surgery. The device had never been programmed on at the time of the report. No interventions are known to occurred or have been planned to date. No additional relevant information has been received to date.